Event description:
It was reported that the camera head had noise runs across the image and it sometimes suddenly disappears. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.